Manufacturer narrative:
A patient unable to disable MRI mode and activate therapy was reported to abbott. Troubleshooting steps did not resolve the issue. The system was explanted. Based on the information received, the event is consistent with the loss of the bluetooth pairing bond while in MRI mode. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
Date of event and date of explant is estimated. The patient¿s weight was not made available.

Event description:
It was reported that patient claimed the MRI mode was unable to be disabled and had the entire system explanted.